Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-olympus stent fell into the patient during a stent exchange for chronic pancreatitis. The stent was from a previous stent exchange procedure and patient, and it had remained inside the channel of the duodeno videoscope, unnoticed. The scope was washed, disinfected, and brushed prior to the next procedure, but no pieces came off. Reportedly, this stent was not usually used and appeared to have been specially ordered. The fallen stent was retrieved endoscopically, and the procedure was completed with the same device without reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection and the reportable malfunction could not be confirmed. Based on the results of the investigation, it is likely the stent was forcefully retrieved through the instrument channel, which caused a clogging inside the channel, and caused a part of the stent to break, with the fragments remaining in the instrument channel. A definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ describes ¿methods for inspection of the instrument channel and forceps elevator¿, and ¿confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.¿. Olympus will continue to monitor field performance for this device.